Manufacturer narrative:
This report is submitted on march 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and headaches at implant site, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016, there are no plans to re-implant the patient with a new device.